Event description:
Customer returned device to MFR with a note attached stating the device did not work. Contact with customer revealed no pt involvement, issue occurred daily during daily check of device. Mfg personnel repaired device and confirmed proper operation.